Manufacturer narrative:
One certain® driver tip was returned for inspection. Visual inspection revealed minimum wear about the hex tip of the driver. The o-ring is in good condition and does not require replacement. Returned device was examined visually by the naked eye and through magnification. The product was functionally tested, and the driver was found to engage correctly with a corresponding implant, and disengage without additional force. The complaint is unconfirmed. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Manufacturer narrative:
Device lot# not provided/unknown.

Event description:
The dentist reported that they experiencing difficulties separating the placement driver (impdtl) from the implant after placement. The driver will fit into the implant but would require force to remove it. The surgery was completed using an alternative method.